Event description:
The reporter stated that she had gotten the er1 message and had retested, obtaining a satisfactory blood glucose reading. She said that she had not been performing control solution tests.